Event description:
Additional information received notes that the right ventricular (rv) lead was explanted and replaced. The patient condition was stable following the procedure.

Event description:
It was reported that a patient presented with high voltage lead impedance on their right ventricular (rv) lead. No changes or interventions were reported; the patient will continue to be monitored. The patient condition was stable.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.